Event description:
A customer contacted beckman coulter regarding discrepant troponin (accu tni) results that were generated by the access 2 instrument. The initial accu tni result was 0.4ng/ml for pt a and 0.3ng/ml for pt b. When the customer re-spun and re-tested the pt original samples for accu tni the result of 9.0ng/ml and 1.68ng/ml were obtained for pt a and pt b respectively. The customer indicated that the pt a sample was re-tested 2nd time, after obtaining an elevated result, and the accu tni result was 0.03ng/ml. The customer did not receive any report of change to pt treatment that can be attributed to or connected with this event.